Event description:
Dealer referenced order #(B)(4). Advised the handles of the wheel locks were bent and broken off. I advised to instruct user not to push to hard. No report of personal injury at this time. Replaced on no charge warranty order #(B)(4).

Manufacturer narrative:
No RMA has been initiated for this issue. Model ct6a, serial number/date (B)(4) is approximately 2 years old. The owner's manual part number 1134872 rev c, was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Alleges the handles of the wheel locks were bent and broken off. Replaced on no charge warranty order# (B)(4).